Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: june 16, 2009. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a screw removal surgery performed on (B)(6) 2016 a spare reamer tube for hollow reamer broke. The device was being used to remove a broken screw; the manufacturer of the broken screw is unknown. The reporter was uncertain if there were any surgical delays or additional medical intervention required. The patient outcome at the end of surgery was unknown. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (spare reamer tube for hollow reamer (309.450), part number 309.480, lot number 2480127). The device was received with the complaint ¿it was reported that during a screw removal surgery performed on june 23, 2016 a spare reamer tube for hollow reamer broke. The device was being used to remove a broken screw.¿ further evaluation shows that this device is a component of the hollow reamer (309.450) and also available individually for replacement. This hollow reamer is intended for use in the removal of broken 4.0mm, 4.5mm, 4.9mm, and 5.0mm screws. If the break is located at the shaft, the device is also appropriate for 6.5mm, 7.0mm, and 7.3mm cannulated screws. This information is provided per the screw removal set technique guide. A review of the device drawing made to / current was performed during this evaluation. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. As previously reported, the device history record review showed that no ncrs were generated during production. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received with a missing portion at the distal tip. The break extends from the distal tip to the 3.5mm hole. The one remaining cutting tooth shows significant scraping. The fracture sites were examined and no material voids or irregularities were identified. The balance is in working condition and shows wear consistent with use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A root cause cannot be definitively determined as the circumstances at the time of the break and the maintenance of the device overs it¿s approximately 7 year lifespan are unknown. However, the condition is consistent with having been subjected to extensive forces outside of recommended usage, such as off-axis use and/or impact with the distal tip. Thus, it is most probable that the complaint condition is a result of the method of use/maintenance over the devices 7 year lifespan. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.